Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A doctor reported that following an intraocular lens (iol) implant procedure, a scratch was noted on the iol. The patient is experiencing halos around lights. Additional information received that the iol has been exchanged.

Manufacturer narrative:
Product evaluation: the lens was returned inside a small plastic specimen container. Solution was dried on the lens. One haptic is bent in the gusset area. The center of the optic is split/cracked which may have been interpreted as the reported complaint of scratch. The optic edge is torn/cut into the optic center, typical of an insertion and removal. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The reported scratch on iol was not observed. Other optic damage was observed, which may have been interpreted as the reported complaint. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met alcon¿s release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).